Event description:
It was reported that during a routine implantable cardiac defibrillator change the physician noted the previously implanted right atrial lead had a possible cut in the insulation. The physician repaired the lead and reused the lead. No performance issues were noted at the time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.